Event description:
The device suddenly began alarming him. The "shock is about to be delivered came on", they panicked and pulled the battery pack. They panicked and pulled the battery pack. They consulted the manual and applied a thin coating of gel to the mesh of the therapy pockets. Support questioned if the device had deployed gel and they stated"no it was dry" when they applied the gel. They put the vest back onhim, and the alarms began again. They pulled the battery and then called support. They stated that the patient was feeling fine, but "was very scared". The patient was not doing anything unusual when alarms began. The patient has been wearing the same garment for one week. Spouse washed and dried the garment. Support walked through re-attaching and checking to be sure it was snug, the therapy pads and electrodes were touching the skin properly. Once the battery was re-inserted, it went through the normal startup and patient's name appeared with the heart icon. Several minutes later, the "shock is about to be delivered alarm" went off. Patient held the response buttons until told to release. Within a minute, the alarm was repeated. Patient does not have a modem with him to perform a download. Patient reported being "very scared and nervous" and did not want to wear the device. Support advised patient to contact his doctor until the problem could be corrected as he would be at risk while not wearing the device. The patient was also wearing an "e cardio auto trigger monitor" that was prescribed along with the life vest and has been wearing all along with no problem. The patient's electrode belt and monitor were replaced.